Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user is no longer responding to sounds while using the audio processor only on the right side. The user previously demonstrated good benefit with the device.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was considered but has not been decided yet.

Event description:
The parents reported that the user is no longer responding to sounds while using the audio processor only on the right side. The user previously demonstrated good benefit with the device.